Manufacturer narrative:
Findings: all buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with normal operating currents. Pump was monitored and noun expected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was over 450 mg/dl at the time of the call. The customer stated that the buttons do not respond and was unable to clear the alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.